Manufacturer narrative:
This supplemental report is being submitted to provide additional information.the subject device and the combined device in this report were returned to olympus medical systems corp. (Omsc) for evaluation. The reported phenomenon was not duplicated.omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, there is the possibility that the reported phenomenon was attributed to poor contact due to dirt at the electrical contact.

Manufacturer narrative:
The subject device was returned to omsc for evaluation. The exact cause has been under investigation, therefore the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the laparoscopic cholecystectomy, the scope communication errors e216 and e226 occurred and the endoscopic image of the subject device was disappeared. The user replaced the camera head to the videoscope and completed the procedure. There was no report of patient injury associated with the event.